Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported incident. Since only the body of the device was returned, the reported incident could not be verified or confirmed. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.